Event description:
It was reported that screwhead fractured off during procedure (reparation of knee ligament). A new screw had to be used to fix the graft. Problem caused a delay of approximately 4 minutes. The remainder of the fractured screw is still in the patient.

Manufacturer narrative:
The screw is being repatriated from (B)(6) to expertise.